Event description:
The customer reported that the forcefx generator was used during an open inguinal hernia surgery in which the patient received a burn on the right inner side of his leg. The patient had been prepped with chloexindine, and the non-covidien return electrode was placed on the patient's right lateral thigh. The burn was discovered after the surgery when the patient complained of discomfort. The burn was described as 2nd to 3rd degree and measured approximately 1cm around the edge. Blistering occurred around the outer edge of the burn and the middle of the burn area looked like bruising. The burn was treated with antibiotics, flamazine cream and a dressing. This customer services their own units; their clinical engineer tested the unit, all outputs were found to be correct, and the unit checked out satisfactorily.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.